Event description:
Boston scientific received that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode presented to the hospital with nausea and vomiting. The patient was diagnosed with hyperthyroidism and was hospitalized for 13 days. The patient underwent further testing for their condition. It was later reported that the patient lost a significant amount of weight and the s-ICD was eroding through the patient's skin. The device and electrode were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.